Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the patient's withdrawal symptoms at the time of the event occurred in a cycle of normalcy and withdrawal. It was confirmed that the dye study did not show any deficiency regarding the pump or the catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving ba clofen (concentration 4000 mcg/ml, dose 580 mcg/day) via an implantable pump for intractable spasticity. The pump had an early elective replacement indicator; the patients pump was replaced in (B)(6) 2016 and the patient began experiencing withdrawal symptoms around september, there was no identified cause of withdrawal and the symptoms could not be controlled by adjusting her dosage. According to the family, a rotor/dye study was performed but the results were inconclusive. It was noted that the patient is primarily wheelchair bound with a unique genetic condition. The doctor decided to replace the pump and catheter to avoid any future issues. The explanted pump was to be returned to the manufacturer and the explanted catheter was disposed off and was unavailable for return. At the time of this report, the issue was resolved, patient status was "alive - no injury" 2016-11-09 e1a (rep) additional information from the manufacturing representative indicated that the report was incorrectly submitted with the title indicating that the pump had reached early eri. The pump did not reach early eri and was replaced on (B)(6) 2016. The pump that was replaced in may was replaced due to end of life and not early eri. The explanted pump was placed in mail on 2016-nov-08.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Returned catheter analysis found coring-tears-cuts in seal (meets leak criteria per (B)(4) and what appeared to be material failure in the sc connector. (B)(4).

Manufacturer narrative:
Returned pump analysis found no evidence of anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.